Manufacturer narrative:
Follow-up #1: date of submission 18-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: a review of the black box showed power loss events on the date of the complaint, no damage was found to the battery cap. The battery cap attached to the pump. The pump was run for 24 hours with no issues. The pump was opened to find no evidence of moisture or loose components. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.